Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. The device was manufactured from march 12, 2019 - march 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and a leak from the blue winged luer cap was identified. The reported condition was verified during initial inspection and due to the nature of the reported problem, no additional testing could be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device was filled with 4625mg of fluorouracil in sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.